Manufacturer narrative:
H3, h6: lot number information is not provided and no additional information was received for documentation review. If additional information is received, the documentation review will be revisited. With the provided information, smith and nephew is unable to determine if device met manufacturing specifications. Several complaints related to inflammation post procedure with scaffold have been observed. The risks associated with this complaint are already included in the risk analysis. Also, the frequency is appropriate. Instructions for use and product labels were not reviewed due to unavailability of device information (part number, lot number). The product used for treatment, was not returned for evaluation, and therefore a physical investigation could not be completed. Although the root cause of the rice bodies remains unknown, the article notes that it is possible that a macrophage response to pla may be a contributing factor and concluded that the ¿incidence is quite rare.¿ the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. In conclusion, there is insufficient information to determine a root cause. Investigation will be revisited if additional information is received.

Event description:
It was reported a patient with severe subacromial-subdeltoid inflammation with rice bodies associated with implantation of a bio-inductive collagen scaffold after rotator cuff repair. Mris were performed and the rotator cuff was healed, but rice body formation was extensive within the subacromial space therefore it was treated with a cortisone injection. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.